Manufacturer narrative:
Patient developed synostosis and callus. Lot number provided 6927118 doesn't match to article number, device history records review could not be completed. Implant date reported as: (B)(6) 2014. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the device was received intact and no issues were discovered during investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the initial surgery of (B)(4) case was operated in (B)(6) 2014. While receiving her rehabilitation support, the patient complained sudden pain on her hip joint and visited the facility on (B)(6) 2014. Then it was found that the long nail in question was broken. On (B)(6), the surgeon re-operated proximal femoral nail anti-rotation (pfna) for this event. The surgeon commented it was seen a bit of varus deformity at around (B)(6). The exact date was unknown, but approximately two weeks before the breakage and it was reported that synostosis and a callus of the patient progressed slowly and was discovered during a follow-up. This is report number 4 of 5 for (B)(4).